Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm resulting in the customer losing consciousness, falling and scrapping elbow. Customer required assistance from wife consuming carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.